Event description:
It was reported that while in the cath lab the md inserted the intra-aortic balloon (iab) via the right femoral distal to left subclavian. Under fluoroscopy it was noticed that the iab catheter did not inflate and blood was seen in the line. Hence, the iab was removed and a new iab inserted. Medical/surgical intervention was required and described as ptca (percutaneous transluminal coronary angioplasty) to open blocked coronary arteries caused by cad (coronary artery disease). It is unk if intra-aortic balloon pump (iabp) therapy was delayed or interrupted as well as did the delay / interruption cause harm to the pt. There were no reported pt complications.

Manufacturer narrative:
(B)(4). It is noted that this MDR is being submitted as a late report (over 30 days). F/u report will be filed if add'l info becomes available.